Event description:
It was reported that the caller reports not being able to adjust stimulation. Caller reports display showing "call your doctor" icon. Caller reports a por (power on reset) condition. The caller reports a loss of therapeutic effect. The event or symptoms started about 4 weeks ago. Por noticed first week of march and loss of therapy for past 4 weeks. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v266475, implanted: (B)(6) 2009, product type lead. (B)(4).